Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/01/2006 to the present date 11/11/2020 and confirmed that this device was previously returned for servicing 4 times and there were no production failures indicated on the source device.

Event description:
The customer reported that while they were trying to do preventive maintenance on the device, a check IV set alarm went off and preventive maintenance can't be performed. It was reported there was no patient involvement.